Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: the product was not returned to the manufacturing site as it was discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was inserted and removed from the patient's eye during the same procedure because of a hole in the posterior capsule after polar cataract was completed. There was no additional surgical intervention performed and the lens was discarded at the facility. The replacement lens is a non-johnson and johnson lens. No additional information was provided.